Manufacturer narrative:
This report is submitted on may 15, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a magnet dislodgement. Revision surgery to reposition the magnet is scheduled; however, it is unknown if this has occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to reposition the internal magnet. The surgery was successfully and the implanted device remains insitu. This report is submitted june 6, 2017.